Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has experienced multiple unexplained low blood glucose events. It was stated that the customer thought it could be due to setting incorrect carbohydrates on having the basal rate settings changed. Customer also complained about having skin redness and itchiness from the infusion sets. Customer declined to troubleshoot. Nothing further reported.